Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site, the pod's cannula was found bent. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked and damaged. The timing and cause of this damage could not be determined. Fluid path testing found that this damage did not prevent fluid from flowing through the complete fluid path as intended. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. Because it could not be determined when or how this soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event.